Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an article entitled "is kiva advantageous to balloon kyphoplasty in treating osteolytic metastasis to the spine? Comparison of two percutaneous mis techniques: a prospective randomized controlled short-term study" a prospective randomized short-term study to compare cement leakage rate and efficacy for vertebral body restoration of balloon kyphoplasty versus kiva novel implant with pmma for treating osteolytic vertebral body metastasis. Study examined 23 patients with 41 osteolytic vertebral bodies who received kiva with low viscosity pmma and 24 patients with 43 vertebral body osteolyses who were reinforced with bk and high viscosity pmma. Asymptomatic pmma leakage occurred in 4 patients in the bk group solely.